Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery compartment and cap were damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: during investigation, the battery compartment was found to be cracked above the grip pad and near the top and below the bumper pad. No damage was observed to the returned battery cap. The battery cap contact height and width measurements were found to be within specification. The battery cap was able to properly secure to a test pump. The original complaint of a damaged battery cap was unable to be duplicated. Unrelated to the original complaint, moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment.